Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: one cs 064 motor error alarm observed in black box on (B)(6) 2017. Evidence of moisture behind display lens. Pump powers with returned battery cap. During investigation a cs 078 motor rewind error was received during each "rewind" attempt.. Removed pump case. Evidence of moisture contamination throughout inside of pump including motor flex cable and connector and power pcb. Load/step and step 22(24 hr. Basal program) fail due to internal moisture contamination. Motor errors due to internal moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.